Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing impedance and loss of capture. Moreover, an x-ray was performed, and it showed that the lead had fracture in insulation and outer conductor. Hence, this lead was explanted and replaced with new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did confirm the failure to capture, pacing impedance high out of range, and fracture based on the finding of a fractured anode (outer) conductor. The distal end of the fracture is at approximately 244 millimeters from the tip. Fracture characteristics are consistent with cyclic fatigue. It appears the fracture was likely at a bend location on the distal side of the suture sleeve tie down area. Also, insulation damage was confirmed based on the finding of damaged insulation and bent in multiple locations. Furthermore, this damage is considered a design issue.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing impedance and loss of capture. Moreover, an x-ray was performed, and it showed that the lead had fracture in insulation and outer conductor. Hence, this lead was explanted and replaced with new lead. No additional adverse patient effects were reported.